Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician switched on the device and restarted the water circulation and could not reach the set temperature. The technician dissembled the 3-way valve and noticed a lot of deposits on the piston, the deposits blocked the piston so the electrical motor that regulates the temperature cannot move the piston. The technician cleaned the piston and the inside of the 3-way valve. The device correctly regulated the temperature. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
"Five minutes after the start of operation the hcu30 generated and audible and visual alarm: "the set temperature was not reached". The user restarted the device. After the auto-test and restarting the water circulation, the hcu30 generated and audible and visual alarm again. The device was replaced." Additional information: no injuries / no clinical consequences were reported. (B)(4).